Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.